Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence, unspecified infection and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence, unspecified infection and seroma.

Event description:
Patient reported ¿had an open wound", "my body rejected the implant", and "my body went sceptic¿. Later patient presented operative notes reporting "delayed wound closure", "soft tissue infection", and "copious amount of infected seroma". This record is for the left side. Device was explanted.